Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack would not power the monitor because its fuse was acting resistive. The root cause of the resistive fuse is believed to be random component failure. The fuse was repaired. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
The lifecor patient service rep (psr) of a male pt contacted lifecor customer support to report that one of the battery packs was not working correctly. He stated that the battery pack would not power up the monitor. The psr replaced this battery pack.